Event description:
Customer reported that their pump screen was dark and would not turn on. Technical support instructed the customer to check the power source and attempt a reset, but the pump did not respond. There was no reported impact to the customer¿s blood glucose level. The customer was advised to use an alternate insulin therapy, mdi.